Event description:
It was reported that an ilet bionic pancreas displayed a nonresponsive wake button, and the user did not receive alerts or readings from the ilet app. The device was later found to have been misaligned on the wireless charging pad resulting in battery depletion. After proper charging, normal function resumed and no further issues were reported. Outcomes included temporary interruption of device functionality without injury, no medical intervention, and no hospitalization. Investigation included customer interview and troubleshooting with user education regarding proper device charging and monitoring for rapid battery drain. Investigation of this case revealed user-related charging misalignment that led to device shutdown, with subsequent recovery after correct charging. It was concluded that the event was related to improper charging alignment and that the device functioned as expected once correctly charged.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.